Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown number 6 x 11 insert. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding instability involving a triathlon cs insert was reported. The event was not confirmed. Device history review: there have been no reported relevant discrepancies for the referenced lot. Complaint history review: there have been no reported similar events for the lot referenced. Conclusions: the reported event could not be confirmed with the limited information provided. It was reported that a 11 mm thick cs insert was revised to a 16mm thick cs insert due to instability. Further information such as device return, x-rays, primary and revision operative notes as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had right knee poly exchange due to instability.

Event description:
It was reported that patient had right knee poly exchange due to instability.